Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of does not recognize the closed door was not reproduced. A review of event history log revealed multiple occurrences of "power off - close door" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be unsecured outer door cover screw. Door cover installation requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize closed door during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.